Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine follow up appointment, that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise, on the right atrial (ra) channel. All other measurements are within normal range. New information was received that this cardiac resynchronization therapy defibrillator (crt-d) exhibiting over-sensing of noise on the right atrial (ra) channel and noise on the right ventricular (rv) channel. Technically services (ts) was requested to review oversensing of noise on the ra lead channel. Ts advised of myopotential noise on the ra channel and provided recommendations for lead integrity testing. The device remains implanted. No adverse patient effects were reported.